Event description:
Caller stated that she has two failed dexcom sensors that also reads inaccurately. She said she has a lot of sensors in hand but all made in malaysia which are the ones that are failing and giving incorrect reading. She called dexcom and suggested that she return to malaysia failed ones but they refused. Pt code: 4580. Device codes: 3023, 1535. Ref report: mw5179026.